Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection inner coil near tip deformed. And helix mechanism testing was not performed due to dried blood/body fluid in the tip area which would inhibit helix function. Dislodged failure was not confirmed.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement and helix retraction due to tissue lodged. This lead was successfully replaced. No additional adverse patient effects.

Manufacturer narrative:
The product has been received for analysis. Once the analysis is performed, this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement and helix retraction due to tissue lodged. This lead was successfully replaced. No additional adverse patient effects.